Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was misaligned at the fulcrum and was unable to open the jaws. The procedure was completed with no reported injury.